Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alert. Did self-test which was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.